Manufacturer narrative:
When speaking with the customer on (B)(6) 2018, the customer stated that the driver fractured on the latch. The event reported in medwatch report (submitted on (B)(6) 2018) no longer meets reportability requirements. No further medwatch reports will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has not been returned. Product was discarded.

Event description:
It was reported that the driver tip fractured while torquing down an abutment screw. The dentist was able completed the procedure with no damage to the screw. The event occurred about 4 months ago and the device had been discarded.